Event description:
Customer reports 2 fiber leaks at the onset of treatment at reuse #7 (01/13/2000) and first use after preprocessing (02/02/2000). The blood leaks were confirmed with a positive hemastick. Estimated blood loss was 50-100cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.